Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the six steps of hand washing were not followed. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with injection of vancomycin (1 gram, every other day, route not reported) and injection of gentamicin (twice a day, dose and route not reported). Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.